Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery gauge was fluctuating. Additionally, the battery was depleting rapidly. Blood glucose was 103 mg/dl. Reportedly, the customer continued using the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged battery not holding charge issue was verified. However, based on the analysis, the alleged incorrectly displayed battery issue could not be verified.